Event description:
I ingested corega tabs by mistake [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2022, the patient started corega tabs. In (B)(6) 2022, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on 12aug2022. The consumer reported that, "I am contacting you to report that I ingested corega tabs by mistake, this happened a week ago. So far I have not presented any symptoms, but the doctors have told me to contact you for safety. When I was requesting information from the consumer, she stopped listening to me".

Manufacturer narrative:
Argus case ID: (B)(4).